Event description:
It was reported that after a diagnostic heart catheterization, arteriotomy closure was achieved of the right common femoral artery using a perclose proglide device. After screening angiography revealed appropriate positioning of the right common femoral arterial sheath, the device was utilized with excellent hemostasis without complication. The patient was discharged to home. Reportedly, three days later, the patient called with complaints of groin pain. The pain was quite severe and the patient was instructed to go to the emergency room. An ultrasound of the groin showed no evidence of a pseudoaneurysm and the patient was sent home. The patient called with worsening groin pain and was seen the next day. Examination of the groin demonstrated a large tender erythematous mass slightly above the femoral artery puncture site. Another groin ultrasound was performed that showed no evidence of a pseudoaneurysm. The patient complained of a fever 100.8 degrees, feeling lethargy, and over all not well. Patient was examined and had evidence for a groin infection.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. Guide wire: 0.035 inch j-tipped; guide cath: 6-french pigtail; sheath: 6-french ima, 6-french jl-4, 6-french ar-2; satinsky clamp. Two days later, the patient continued to have fevers and has been bacteremic; therefore, the patient was taken back to surgery for further washout and debridement. The previous incision was extended medially showing a significant amount of inflammation and necrotic tissue. Two areas of abscess was found, one in the suprapubic area and medially. Purulent cultures were sent and then one extending down into the left side. These two areas where further evacuated, cleaned, and drained. The artery was dissected down to the inguinal ligament. Proximal control was obtained. The artery was found to be inflamed; therefore, it was dissected circumferentially because of the amount of inflammation. The patient was given 5000 units of heparin, the artery was clamped, and the dissection was taken down to the location of the perclose site. The amount of necrotic tissue was significant. There was a prudent hematoma over the perclose site. It was initially found that there was a pending rupture of this pseudoaneurysm because there was not much holding back the tamponade and holding the artery. The artery itself had some necrosis at the edge from the infection. Distal control was obtained using manual pressure. The site was adequately debrided and the segment around the puncture hole was cleaned out. A clamp was applied distally to incorporate the profunda artery. The entire puncture site was further debrided. Arteriotomy was made longitudinally and than a vein patch was used to close the arteriotomy. A vein was harvested, which was fairly decent in caliber, and was used to close the arteriotomy with 6-0 prolene. Prior to finishing the anastomosis, the wound was flushed and irrigated appropriately. The anastomosis was completed. Flow was reconstituted down to the leg, and the patient had good distal pulse distal to the patch and also had a strong posterior tibial pulse. The wound was lavaged with six liters of antibiotic solution, and the wound was left open. However, the subcutaneous tissues were used to put the layer over the artery to protect the artery. Then the remaining wound was left open and dressed with kerlix, betadine dressings, and abd pads. The patient was transferred to the intensive care unit in stable condition. After recovery, the patient was discharged to home. The physician was reported to be trained in the use of the perclose proglide device. The operator did not believe the incident was caused by the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and product was not returned. The patient effects of pseudoaneurysm, hematoma, infection, inflammation and hospitalization are known potential adverse events as per proglide instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Additionally, thirteen unused, sterile proglide devices with the same lot number, 20308j1, as the complaint device were returned for evaluation. The devices passed functional testing with acceptable results. No manufacturing or abnormal observations were detected. There was no product deficiency. A cause for the reported complaint could not be determined based on the investigation findings from the tested samples. A review of the device history record for this lot did not produce any findings relevant to this report.